Manufacturer narrative:
Approximate age of device - 64 days. The pump was returned to the manufacturer for evaluation. Upon disassembly of the pump, the evaluation revealed a deposition in the outlet stator. Examination of the proximal-side of the outlet stator revealed a tissue-like deposition surrounding the outlet bearing ball, occluding the outlet stator. The deposition was not adhered, lacked lamination and did not appear to have originated in this location; however, its specific origin could not be determined. The deposition showed areas of denaturation and contact marks were present on the outlet portion of the rotor and the outlet bearing cup, indicating that the deposition was present while the pump was supporting the patient. The duration in which the deposition was present in the pump could not be determined. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported the patient¿s pump was exchanged on (B)(6), 2015, due to suspected thrombus.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the intermacs registry indicating: the patient was admitted with an ldh of 1354 and dark urine. He was started on a heparin drip and ivf. Ldh trended down to the 700's and but then trended up once again to the 1000's. The decision was made to take the patient to or for exchange. Additional information was also provided: did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: hemolysis. Thrombus event intravenous anticoagulation. Malfunction component: pump; pump body. Device malfunction: yes. Patient outcome: exchanged. Device malfunction causative factor: no cause identified.